Event description:
It was reported that during insertion of the iab, it became stuck in the introducer sheath, and when it was withdrawn, the tip of the catheter separated. The sheath remained in the pt and was utilized for the introduction of a second iab. There were no associated pt complications.